Event description:
New information received stated that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2018. Patient was stable before, during, and after the procedure.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. No device intervention was performed but device replacement was discussed. Patient was stable.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed in the laboratory. The device was tested on the bench it was determined that the battery depletion was normal and no anomalies were found.